Event description:
It was reported that the siderail will not lock in the highest height.

Manufacturer narrative:
Timing link on siderail damaged due to repeated harsh impact, resulting in the full functionality being altered.